Event description:
Boston scientific received information that a red alert was received for this system due to pacing impedance measurements less than 200 ohms on the atrial channel. The out of range measurements were able to be re-created with arm movements. The device was re-programmed to ddi mode and they will continue to closely monitor the lead. No other adverse events have been reported.

Manufacturer narrative:
(B)(4). A boston scientific technical services consultant documented the clinical observations and discussed the need for a possible lead revision. The system remains implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.